Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incarcerated indirect inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent indirect left inguinal hernia repair surgery on (B)(6) 2014 during which the surgeon noted ¿large amount of scar tissues firm adhesions in the inguinal space. Dr. Vanterpool then removed most of the omentum that was located in the scrotum and excised a 6.5 x 3 x 1.5 cm portion soft fibrous tissue with embedded mesh material and attached suture.¿ no additional information is provided.